Event description:
The facility reported a nondelivery, found during patient use with no patient injury or medical intervention required. The bag was full when pca stated infusion is completed. No additional information.